Event description:
The insulin pump was received without a complaint. No further information was provided.

Manufacturer narrative:
The insulin pump was received with currents within specifications. The device passed the remind, basic occlusion, occlusion, prime, excessive no delivery, and displacement test. However, the insulin pump was received with a loose drive support disk.